Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause is unknown. Abstract citation: kim, bm kim, dj kim, et al. "Onyx embolization for aggressive-type isolated dural arteriovenous fistula using the double lumen balloon catheter." Interventional neuroradiology. 2015, vol. 21(1s) 227¿340. Mdrs related to this article: 2029214-2016-00548 2029214-2016-00549. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that a patient experienced cranial nerve palsy in 1 patient after onyx embolization. This study aimed to compare the results of transarterial onyx embolization using a dual-lumen balloon catheter with those using non -balloon catheter for aggressive- type (borden type, 2 or 3) isolated dural arteriovenous fistula (ai-davf).